Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) had concerns regarding possible loss of capture (loc) on this pacemaker. Technical services (ts) reviewed the device data and noted atrial fibrillation (af) episodes with noisy signals, but capture could not be confirmed. No adverse patient effects were reported. This pacemaker remains in service.